Event description:
I (B)(6) states, my medical conditions have become worse since my bout with super poligrip on (B)(6) 2004. I started using super poligrip (2 times a day). My immune system has weakened, I have numbness to my arm, legs, chest pain every day, breathing problems, headaches, dizzy at times. I have exhausted. My remedies to (gsk) glaxosmithkline next step with be court. I have all laboratory reports, doctors reports. I also have neuropathy. I am sending copies of my medical reports. I had therapy can't remember dates. I'm sure had therapy 2005 also 2010. Dates of use: (B)(6) 2004 - (B)(6) 2010.